Event description:
Reporter alleged obtaining the results of 88 mg/dl, 107 mg/dl, 91 mg/dl, 106 mg/dl and 154 mg/dl back to back within 10 minutes on the aviva system. Reporter stated she last took metformin and glipizide about 30 minutes prior to the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.